Event description:
The lay user/pt contacted lifescan on november 8, 2006 and alleged that his one touch ultra meter kept displaying the apply sample symbol. The medical affairs specialist (mas) was unable to reach the pt after several attempts via phone. A letter was also sent to the address provide. The mas reviewed the recorded telephone call in order to classify the case. The pt stated that he had been using the reported meter for about 7-8 mos and he takes 3 times a day. He does have an insulin regimen, but that was not provided, it is also not known as to when the meter issue started and how long the pt was not able to test his blood glucose. On november 2, 2006, at 4pm, the pt went to his dr's office since he was experiencing high blood glucose symptoms (bad headaches, his feet, ankles, and hands were swollen, and he had an "overall bad feeling"). The dr gave him a new meter. The dr sent him to the hosp due to the symptoms. It is unclear if he was tested at the dr,s office. At the hosp, he was admitted for 6-7 hrs "to get the blood sugar down". The hosp meter result was 404 mg/dl and the pt was placed on IV (fluids). At the time of troubleshooting, it was verified that this was not a new product. The pt"s testing technique was reviewed to be correct. However, it was discovered that the test strips being used had expired in aug 2006 (use error). The pt mentioned that he had tried using non-expired test strips given to him by his dr, but the issue had persisted. He did not have any more test strips at the time of the call. The pt did confirm that the test strips had drawn the blood sample into the test area. Although the pt was using expired tests strips, this complaint is reported because the meter had failed to function and the pt experienced symptoms of hyperglycemia. He was admitted to the hosp and treated to bring down his blood glucose. The meter issue had not resolved when the pt had tried other tests strips that were not expired. A replacement meter, control solution, and tests strips were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the reuslts in a supplemental report.lifescan has requested the return of the subject meter for eval, but has not yet rec?d it. If the meter is returned lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.